Event description:
The customer reported that she ordered new pump and states that the buttons are sticking. Customer stated it does not prime and rewind. The customer's blood glucose at that time was 294mg/dl. Troubleshooting was done. Advised customer that the pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.